Event description:
It was reported "the dilator is kinking" during patient use. No patient harm was reported. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Signs of use in the form of biological material were observed on the dilator. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage and revealed white stress marks. This damage appears consistent with undue force applied during insertion. The dilator length measured 5 7/16", which is within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator outer diameter measured 3.99mm, which is within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.4224mm, which is within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. A lab inventory 0.035" guide wire was inserted through the dilator. Minor resistance was encountered at the tip. No resistance was encountered in any other portion of the dilator body. The guide wire was able to pass completely through the dilator. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split/frayed. Stress marks were also observed around the damage. The dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the dilator is kinking" during patient use. No patient harm was reported. A new device was used. The patient's condition is reported as fine.